Event description:
It was reported that the atrial lead of an asymptomatic patient had dislodged. Loss of capture was observed. The lead was repositioned and all measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.